Event description:
It was reported that there was a revision of a construct for an unknown reason in 2008. The patient went back to the hospital in 2008 for a total spine reconstruction, where all of the original hardware, including the longer screws, were removed and replaced with new rods and screws. The product has not been returned for investigation and no further information was provided. This is report 2 of 3 for complaint (B)(4) and is a report for 1 unknown rod. There is no confirmation from a health care professional that this is a synthes device. It is noted that this complaint is also linked to the following (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. This report is for 1 unknown rod. Implant date on unknown date in approximately (B)(6) 2004. Explant date on unknown date in 2008. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no part number or lot number was provided.